Event description:
Information received from the patient reported that overstimulation from their implantable neurostimulator (ins) and a return of their symptoms/pain. The patient felt a burning sensation under where the ins was implanted and they took a pain pill and the sensation went away. The patient mentioned that they had some burning (sensation) since the ins was implanted but was later clarified that it first started on (B)(6) 2016. It was stated that the patient felt a strong sensation and turned it down but felt more pain on the morning of report. It was confirmed that the strong sensation went away when they decreased the stimulation but now had pain. The patient was going to try a couple more programs. Additional information received on aug. 5, 2016 from the manufacturer&#62688;representative again reported that the patient had burning at the ins pocket. The stimulation was turned off, an ice pack applied, and the patient took a pain pill. They were better after that and the issue had not happened again. The patient turned the device off again on (B)(6) 2016 as usual (for low activity) and when they turned it on the following morning the sensor settings (and all groups) seemed very strong. The patient had not touched or made any adjustments to the device except to turn it on and off. There were no external, environmental, or patient factors reported that may have led or contributed to the issue. Impedances were all within normal limits. The sensor settings were reset in each position (positions were also checked). The patient was asked to pay attention if the issue happened again or if the burning returned. It was unknown if the issue was resolved at the time of report but the patient was reported as doing fine at the time of report (also noted as "alive - no injury"). No surgical interventions had occurred or were planned. The indication for use for the implanted device was noted spinal pain. Relevant medical history included low back and leg pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the stimulation was in the same places.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.